Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg value and cause was not provided. At the time of event, the customer had received a low insulin alert and a ¿tank change¿ alert. Multiple attempts were made to follow up pertaining to customer's low blood glucose levels and cause, however, no response from the customer was received. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The failure investigation has been completed and the alert incomplete fill tubing issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the low bg issue could not be verified, however, a different issue was identified.